Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has blank display and been exposed to moisture. It was also mentioned that the customer called back with blank display after receiving new battery cap. Blood glucose level was 320 mg/dl at the time of the incident. The insulin pump will be returned for analysis.